Event description:
Rv lead integrity issue. Increase in sic. Noise on the ventricular channel. Lead integrity issue (possible insulation issue) of the rv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).